Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. A definitive root cause cannot be conclusively determined. Based on risk documentation, factors that may have contributed to low flow include but are not limited to kink in the outflow graft, incorrect setting of the pump rotational speed, thrombus on the inflow cannula. There are possible patient and procedural factors that may have contributed to this event. Per the instructions for use (IFU): as stated in the instructions for use (IFU), a "low flow" alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. The IFU and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. The user is cautioned to always have a backup controller available and programmed identically to the primary controller. The instructions for use outlines step by step placement of the outflow graft. It warns to check the outflow graft for any kinks or compressions during placement and that prior to chest closure, ensure that the graft is not kinked or compressed. A kinked or compressed outflow graft may lead to reduced flow and/or thrombus formation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Outflow graft / catalog code: 1125 / serial/lot #: (B)(4) / expiration date: 04/30/2019 / manufacturing date: 03/31/2015. (B)(4).

Event description:
It was reported during the left ventricular assist device (lvad) implantation procedure, the patient transitioned smoothly from cardiopulmonary bypass to lvad support.  Pump speed ramped up to 2200 rpms; the patient was given protamine for reversal of heparin.  The flow waveform went from variance of 4 liters from peak to trough rapidly to a flow variance of <2 liters. Vitals remained stable and lvad pump was turned off.  The physician visually inspected the driveline through the mid line sternotomy incision and left lateral thoracotomy incision.  He palpated the length of the outflow graft and found that it was being compressed by the driveline which was overlying the outflow in the mediastinum. The physician cut the outflow graft and repositioned the driveline away from the outflow graft. He then reconnected the graft with end to end anastomosis and the pump was restarted with normalization of flow waveforms.  The patient was under anesthesia during event. Vitals remained stable throughout the revision and repositioning of outflow graft. No further information provided.